Event description:
It was reported that the patient¿s device experienced a lead integrity alert for high impedance and high sic (sensing integrity counter) count. Performed pocket manipulations, isometrics, and arm movements but could not reproduce any oversensing. It was determined that some sort of electrical interference at the patient¿s home had caused the issue. Therefore, no intervention was needed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) have now been explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.